Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 3 std: ref (B)(4)/lot 110841 (60 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Fifty-four stems belonging to this lot have been already implanted without any other similar incident. Cocr ball head ref (B)(4)/lot 111578 (40 heads produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Twenty-eight heads belonging to this lot have been already implanted without any other similar incident. Versafitcup cc liner ref (B)(4)/lot111954 (59 liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Forty-two liners belonging to this lot have been already implanted without any other similar incident. From the data collected, there is no evidence that the infection is device related.